Manufacturer narrative:
The insulin pump passed all of the functional testing. However, intermittent button response was noted due to moisture damage at the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error during rewind. Customer tried to perform it again and the same alarm occurred. Customer's blood glucose was 210 mg/dl. No further information reported.